Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as red particulate. This issue was identified during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: september 28, 2021 - september 29, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and observed a red foreign matter inside the container filled with a clear liquid. The reported condition was verified. The cause of the condition could not be determined; however, the possible causes include compounding error, during customer handling, or inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.